Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services noted that the image appeared on the test monitor. The device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, the blade did not give any video output. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.